Event description:
A false low advia centaur cp troponin ultra (tni-ultra) result was obtained by the customer on a patient sample and considered discordant when compared to elevated troponin results from a second sample draw. The patient sample from the first draw was repeated on an alternate troponin method and the result was elevated. There is no known report of adverse health consequences due to the discordant low advia centaur cp troponin ultra (tni-ultra) result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00266 on 11/10/2014 for a false low advia centaur cp troponin ultra (tni-ultra) result. 11/11/2014 additional advia centaur cp reagent lot information: (B)(6). As stated in the initial MDR 1219913-2014-00266 report, siemens distributed ufsn (B)(4), rev b. And urgent medical device correction (umdc) 10818632, rev. A for advia centaur systems troponin ultra readypack variability informing customers of a potential issue for reagent lots ending in 078,079, 082, 083 and 084. The notification instructs customers to calibrate each readypack placed on the system and to run controls to ensure accurate control and patient values.

Manufacturer narrative:
A siemens technical application specialist (tas) was sent to the customer site. The tas performed repeat advia centaur cp troponin ultra (tni-ultra) testing of the first sample blood draw in triplicate and the results were all low. The cause for the discordant low advia centaur cp troponin ultra (tni-ultra) result on the first patient sample draw is unknown. No conclusion can be drawn. Tas troponin results (first blood sample draw): 0.000, 0.001, 0.002. Siemens distributed ufsn (B)(4), rev b. And urgent medical device correction (umdc) (B)(4), rev. A for advia centaur systems troponin ultra readypack variability informing customers of a potential issue for reagent lots ending in 078,079, 082, 083 and 084. The notification instructs customers to calibrate each readypack placed on the system and to run controls to ensure accurate control and patient values. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."